Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of the lens optic torn off and missing. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and a piece of the lens was torn off. The lens was cut to remove from the eye with no complications and another lens was implanted. The reporter stated most likely the event was due to operator/user error.